Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was a non-calcified, 60% stenotic lesion in a mildly tortuous proximal circumflex artery (cx). The dr attempted to direct stent the lesion with a taxus express2 2.75 x 16 mm drug eluting stent. However, upon deployment at 14 atms for 10 seconds the stent "slipped" off of the balloon distally 3 to 4 mm. The stent delivery balloon was re-inflated again at 15 atms for 12 seconds. The taxus stent was deployed without complications. The procedure was successfully completed by implanting a taxus express2 3.0 x 8 mm drug eluting stent at the target location. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good".